Event description:
It was reported that the patient was not receiving effective therapy due to bad initial placement of the dbs lead. Surgical intervention was undertaken on 17 july 2023, where the lead was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.